Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states during the catheterization process, the guide wire stuck in the needle and could not continue to enter. The doctor used a different guide wire to continue and complete. There was no harm to the patient.

Manufacturer narrative:
A device history record (DHR) review was performed on the lot and it was determined that the product met all quality requirements. The sample was received and analyzed. The guide wire and introducer needle were returned in the original package. Visual inspection revealed that the guide wire was stuck in one of the introducer needles. The guide wire was stretched and kinked on different points. The guide wire was separated from the needle and functional testing was executed. The guide wire was passed through the introducer needle and passed easily through the needle. Dimensional testing was performed, and the guide wire met specification. The inner diameter of the introducer needle was measured and met requirements and specification. An ishikawa diagram was used to determine the potential causes for this event. Based on the sample evaluation, the reported condition was not confirmed. Based on all gathered information, the most probable root cause for this event is that the customer misuse. No trends were identified relating to the failure mode. No actions are required based on the investigation findings. It must be noted that controls are in place at the facility to prevent nonconforming product from leaving the manufacturing process. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.